Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient was non-compliant and had not had a device check in approximately 10 years. The patient's device was noted to have reached elective replacement indicator more than 1.5 years earlier when the device did not discharge to properly terminate ventricular fibrillation. The patient needed to be "reanimated." The device was explanted and replaced. No further patient complications have been reported as a result of this event.